Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device sn (B)(6) was not sent for investigation and its log history was not provided, therefore no review could be performed. An internal CAPA was initiated for defective keypad issue (non functional key) on the agilia range. Note: reported device was manufactured before corrective actions implemented in march 2020. In addition we strongly recommend users to follow the disinfecting and cleaning processes that are clearly indicated in the ifus. To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Button cannot be operated, emits a continuous sound (defective keypad). More information is needed to fully investigate the issue.